Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that issue was caused by drawer failure. A field service engineer replaced the rails and drawer latch sensor to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation system, drawer rail was broken, which prevented the pyxis from being closed. The customer stated that the malfunction occurred during the removal of medication and the nursing staff was unable to dispense medications causing a delay in patient care. There were no adverse events or injuries reported based on this event.